Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (317 mg/dl). The customer delivered a correction bolus via the insulin pump to address bg levels. System check was performed with tandem technical support and no issues were identified. The customer was able to change the cartridge and infusion set successfully.